Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operation, the patient experienced ventricular tachycardia (vt) and the right atrial (ra) lead was found to be dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.